Manufacturer narrative:
Device returned with no lot ID. Instrument received with a formed, staple jammed in cartridge nose. Right kickoff leg was observved to be bent. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the rpt'd instrument "jammed and would not work" during surgery may have been due to a bent kickoff leg was also observed to be bent. The instrument was cycled and fired the remaining 8 staples without incident. It was concluded however, that the bent kickoff spring leg may have caused the rpt'd incident during surgery. No conclusion could be reached as to how the kickoff spring leg had become bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic burch procedure. It was reported the eas jammed and would not work. A new eas was opened and it worked fine. There was no consequence to the pt.